Manufacturer narrative:
Follow-up #1 date of submission 01/25/2016-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during a visual inspection of the pump, a fingerprint was found on the inside of the display lens. A leak test was performed and passed with no indication of a leak. The pump case was removed, and no internal moisture was found. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (display issue) issue. It was reported that the display screen had a "pressure spot" on it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.